Event description:
Customer reported that she have to go to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of the emergency room visit was 700 mg/dl. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.